Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the filling port. There was no patient involvement and no additional information available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 28, 2014-august 29, 2014. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.